Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 27 mm valve, implanted in the tricuspid position, underwent valve in valve procedure after an implant duration of five years and eight months due to stenosis. A transcatheter valve was implanted successfully within the disabled 27 mm valve. The outcome was reported that the patient was in general good condition.

Manufacturer narrative:
Corrected data: reference CAPA-(B)(4).

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information. It was reported that this (B)(6) patient with a 27mm valve implanted in the tricuspid position underwent valve in valve procedure after an implant duration of 3 (three) years due to degeneration leading to stenosis. A 29mm transcatheter valve was implanted successfully within the disabled edwards valve. The patient was discharged 48h after the procedure without complications.